Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states; adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement additional device(s) associated to this event include: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. Pre-treatment maximum aortic diameter was not provided, post procedure computed tomography performed the same day reported the maximum diameter of aortic aneurysm/lesion (mm) measured 100mm. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2016. On (B)(6) 2024, the patient underwent reintervention and endovascular abdominal aortic aneurysm treatment was performed with bilateral limb extensions and embolization of the left internal iliac artery. The site reports concern for type ib endoleak after follow-up imaging. Procedure performed and reports no leak seen on imaging after treatment. Patient discharged stable